Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site was confirmed and the cause was supplier-related. The product returned for evaluation was one 20ga x 1¿ miniloc safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. A longitudinally aligned split was observed in the y-site. Microscopic inspection of the split revealed a granular fracture surface. Discoloration and abundant superficial stress cracking were observed in the vicinity of the split. The split propagated along a molding weld line. The split propagated along a molding feature, indicating that features created during the molding process caused the observed fracturing. The stress fracturing observed further suggested that some part of the manufacturing process affected the mechanical properties of the y-site material. The device is a supplied component and the supplier has been notified of this event. A lot history review (lhr) of aserf029 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the patient called the unit stating that his pump was leaking, upon arrival the closest hub to the patient was crusted with 5fu. We removed the needle and re accessed the patient. He came back to the unit 24 hours later to have his pump disconnected" tm reported "cracked y-site at" hospital.